Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The connections, cables, and sockets were all checked during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that both monitors were not working. No pt injury was reported.